Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms of fever, warm to the touch, and redness at the ipg site were noted. The physician believed that the infection was procedure related. The patient was placed on antibiotics and was doing well.